Manufacturer narrative:
Sanofi company comment dated 19-sep-2018: based on the additional information, the causal relationship between gait disturbance, peripheral swelling cannot be denied as there is temporal relationship between events and suspect product.

Event description:
Hardly walk/issues walking/trouble walking/diminished gait/antalgic gait/difficulty climbing stairs [walking difficulty]. Leg is swollen [swelling of legs]. Knee inflammation [joint inflammation]. ([Swelling of r knee], [knee pain], [effusion (r) knee], [stiff knees], [joint warmth]). Hip pain [pain in hip]. Couldn't go in to work [impaired work ability]. Muscle aches right hip to foot [muscle ache]. Foot pain [foot pain]. Lacks knee flexion/decreased rom/impaired joint mobility [joint range of motion decreased]. Diminished motion [movements reduced]. Difficulty and some inability to participate in wt training [activities of daily living impaired]. Impaired muscle performance [muscle weakness nos]. Impaired motor function [motor dysfunction]. Connective tissue dysfunction [connective tissue disorder nos]. Weightbearing [weight bearing difficulty]. Kept her awake at night/not able to sleep/difficulty with sleeping [poor quality sleep]. Crepitance [joint crepitation]. Diarrhea [diarrhea]. Osteophyte formation [joint disorder]. Leg numbness [numbness in leg]. Edema to right knee [edema knees]. Tingling [tingling]. Pain in the sciatic [sciatica]. Do not have an appetite [appetite lost]. Chronic back pain [chronic back pain]. Nausea [nausea]. Strong odors will make her throw up [vomiting]. Case narrative: based on the additional information received on 19-sep-2018 from lawyer, this case earlier assessed as non-valid was reassessed as valid, upgraded to serious form non-serious due to addition of serious events knee inflammation, gait disturbance, hip pain, leg is swollen. This valid unsolicited case from united states was received on 21-dec-2017 from a patient. This case involves a (B)(6) years old female patient who experienced knee inflammation, reaction from the shot/swollen, painful/knee tenderness/increased pain/acute pain/sore/shooting pains/pain is worse, effusion, stiff, warmth, hardly walk/issues walking/trouble walking/diminished gait/antalgic gait/difficulty climbing stairs , couldn't go in to work, leg is swollen, muscle aches right hip to foot, foot pain, lacks knee flexion/decreased rom/impaired joint mobility, diminished motion, difficulty and some inability to participate in wt training, impaired muscle performance, impaired motor function, connective tissue dysfunction, weightbearing, kept her awake at night/not able to sleep/difficulty with sleeping, crepitance, diarrhea, osteophyte formation, leg numbness, edema to right knee, tingling, pain in the sciatic, hip pain, do not have an appetite, chronic back pain, nausea and strong odors will make her throw up, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included arthroscopy on (B)(6) 2015, anxiety in 2008, endometrial ablation in (B)(6) 2009, caesarean section in (B)(6) 1990, eye operation in (B)(6) 2001, appendicectomy, cholecystectomy, colonoscopy, fracture treatment, hernia repair, hysterectomy, female sterilisation, throat irritation on (B)(6) 2015, skin papilloma, prostate cancer, muscle spasms and muscle tightness. The patient's past medical treatment included cyclobenzaprine hydrochloride (flexeril). The patient's family history included arthritis, multiple sclerosis, blood cholesterol increased, hypertension, malignant melanoma, diabetes mellitus, polyp, blindness and thyroid disorder. The patient's past vaccination(s) was not provided. At the time of the event, the patient had ongoing stress urinary incontinence on (B)(6) 2017, polycystic ovaries on (B)(6) 2017, obesity on (B)(6) 2017, type 2 diabetes mellitus in (B)(6) 2016, intervertebral disc degeneration on (B)(6) 2015, arthropathy on (B)(6) 2015, osteoarthritis on (B)(6) 2015, hyperlipidaemia, obesity on (B)(6) 2013, back pain on (B)(6) 2012, sleep apnea syndrome on (B)(6) 2012, non-tobacco user, alcohol use with very little social drinking 0-1 standard drinks or equivalent 0.0 - 0.5 oz and drug hypersensitivity with naproxen: cough. Concomitant medications included acetaminophen, atorvastatin calcium (lipitor); metformin hydrochloride; bupropion hydrochloride, naltrexone hydrochloride (contrave); morphine sulfate (duramorph); ropivacaine hydrochloride (naropin); tramadol hydrochloride (ultrame); and ketorolac tromethamine (toradol). On (B)(6) 2017, the patient received treatment with intra- articular synvisc one (hylan g-f 20, sodium hyaluronate) injection via a parapatellar approach with 6ml dosage once (lot - unk) for right knee osteoarthritis with flexion contracture. The patient tolerated the procedure well. Patient had received synvisc before but never a reaction like this. On the same day, after receiving synvisc one, patient had a reaction to the shot it was reported that she could hardly walk, the knee was swollen, tender and painful. She was icing and taking ibuprofen. Patient couldn't go in to work today. Patient had been advised to continue the ice and ibuprofen and give it time to settle down. Sometimes got worse before it got better. On (B)(6) 2017 after 1 day of receiving synvisc one, patient leg was swollen to the point where she was having issues walking. She also had some steroid injections in the past, which have worked well. On an unknown date in (B)(6) 2017, patient was assessed with knee inflammation. On (B)(6) 2017, patient had muscle aches right hip to foot. On the same day patient received cortisone shot to try and make the pain bearable. It helped some, but the pain was still intense. Patient was informed that the synvisc one batch was contaminated and now she had a sore and swollen knee pain at times 9/10 describes sever intensity of shooting pains at times as well as sharp and moderate aching more frequently. The pain had kept her awake at night. On (B)(6) 2017, the patient went to the orthopedic walk-in clinic with increased pain, swelling, right knee synvisc injection. She had some acute pain and swelling after the injection and was told to come in for possible steroid injection. On the same day, knee was infiltrated with 2 ml of dexamethasone 4 mg/ml and 8 ml 0.25% sensorcaine without epinephrine through a mid patellar approach. Patient asked to advise for managing foot pain. It was also reported that she had diminished extension. Patient's knee was tender around the patella along with effusion within the knee, no increase in warmth to area, no fever. On an unknown date in 2017- patient had difficulty to squat to pick objects up, difficulty to walk greater than 25 yds, difficulty to stairs descend, difficulty to dress self, difficulty to reach in cupboards along with difficulty and some inability to participate in wt training. Patient had decreased range of motion (rom), diminished gait, increased pain, increased swelling. Patient presented with signs and symptoms consistent with impaired muscle performance, impaired joint mobility, motor function, impaired rom associated with connective tissue dysfunction and impaired rom associated with localized inflammation. On (B)(6) 2018 after 2 month 3 days of initiating, patient underwent an x-ray for knee that showed bicompartmental osteophyte formation bilaterally along with grade IV osteoarthritis involving the medial compartment on the right and grade 1-2 osteoarthritis involving the medial compartment the left. No acute fracture. Patient was stable to varus-valgus stress and had significant crepitance. On (B)(6) 2018 patient was scheduled for pre-op physical and diabetic check. It was further reported that patient had been slowly getting off my contrave so she would be off completely starting today. Patient had an issue with diarrhea. It had stopped when she started the contrave originally so it must counteract the metformin pills. Patient further asked if it would be ok to discontinue metformin until after surgery also. Along with patient was scheduled for (B)(6) for a total knee replacement. On (B)(6) 2018, patient was hospitalized and was elected to proceed with right total knee arthroplasty. Patient was advised to use cold packs cold therapy to affected area. Patient had scant edema to right knee and polar care was in use. Dressing was covered with ace wrap. Patient presented with impaired functional mobility post surgical procedure and will benefit with continued pt. Patient had the potential to return home within 1-2 days. Most likely patient would return tomorrow if medically stable. Not able to walk today due to leg numbness. On (B)(6) 2018, patient was discharged and she went home. On the same day at night she had the pain is worse and asked to have msn review her medications with her to see if she was doing it correctly. Patient presented with signs and symptoms consistent with swelling, limited knee range of motion and strength following total knee replacement. She also had some posterior low back and hip pain due to current mobility deficits. On (B)(6) 2018, patient reported that she felt good and she was to manage the knee pain. Patient was having lots of pain in the sciatic and needing to use the stronger pain meds to manage that pain. Today was my first pt session. They had given her one stretch to help. Patient had done stretching exercises, iced it regularly and used a tense machine on it. The pain continues to get worse along with tingling. The pain was so bad at night she had not slept in her bed yet. Patient further asked if there is something that could help with her pain and if it would be possible to get a cortisone shot in my hip as it had been since (B)(6) and the pain was really getting to her. Vasopneumatic compression was performed at maximal cold and pressure to the right knee with leg elevated for swelling and pain. Ifc applied during game ready treatment for pain control. Dry needling and electrical stimulation to the treatment plan was added for her low back and hip as it had been affecting her function in addition to her knee pain. Patient was concerned about diarrhea, started 2 that weeks prior to surgery, did not go a few days after surgery. Diarrhea returned and had it since then. Denies any abdominal pain, diarrhea, constipation, heart burn, distension, dark tarry stool, bloody stools. Reported of some nausea, strong odors will make her throw up. Last occured a week ago. This has been about the same amount of time since her diarrhea started. She is having about 5 stools a day. Describes as watery, ragged pieces, liquid. More firm in the morning, less so at night. No tarry, dark, or bloody stools. Normally did not wake at night to have a bm relevant laboratory test results included: blood glucose (70 - 100 mg/dl) - on (B)(6) 2018: 168 mg/dl, pain assessment - on (B)(6) 2018: 0 unk [21:11- 2 23:35-2]; on (B)(6) 2018: 0 unk [01:56-2 02:56-0], platelet count (140 - 400) - on (B)(6) 2018: 484. Final diagnosis was couldn't go in to work, hardly walk/issues walking/trouble walking/diminished gait/antalgic gait/difficulty climbing stairs, severe painful/knee tenderness/increased pain/acute pain/sore/shooting pains/pain is worse, reaction from the shot/swollen, leg is swollen, muscle aches right hip to foot, effusion, impaired motor function, impaired muscle performance, diminished motion, kept her awake at night/not able to sleep/difficulty with sleeping, weightbearing, connective tissue dysfunction, difficulty and some inability to participate in wt training, lacks knee flexion/decreased rom/impaired joint mobility, warmth, stiff, osteophyte formation, strong odors will make her throw up, nausea, do not have an appetite, hip pain, diarrhea, pain in the sciatic, chronic back pain, tingling, leg numbness, edema to right knee, crepitance, foot pain and knee inflammation. Corrective treatment: walker, exercise therapy, fall prevention and positioning for couldn't go in to work, hardly walk/issues walking/trouble walking/diminished gait/antalgic gait/difficulty climbing stairs; dexamethasone, sensorcaine, total knee replacement-right knee arthroplasty, ace wrap, icing, ibuprofen (advil), cortisone shot for knee inflammation; ibuprofen (advil), paracetamol (tylenol), prednisone, 8 ml of sensorcaine without epinephrine for hip pain, dexamethasone for leg is swollen; range of motion leg press 3x10 and purple terminal knee extension for lacks knee flexion/decreased rom/impaired joint mobility; melatonin, counter sleep aids for kept her awake at night/not able to sleep/difficulty with sleeping; heat/cold, stretching exercises for pain in the sciatic, cyclobenzaprine hydrochloride (flexeril)for back pain; not reported for all other events the patient outcome is reported as not recovered / not resolved on an unknown date for reaction from the shot/swollen, as recovering / resolving for painful/knee tenderness/increased pain/acute pain/sore/shooting pains/pain is worse, as not recovered / not resolved on an unknown date for hardly walk/issues walking/trouble walking/diminished gait/antalgic gait/difficulty climbing stairs, as unknown for couldn't go in to work, as unknown for leg is swollen, as unknown for effusion, as unknown for knee inflammation, as unknown for muscle aches right hip to foot, as unknown for foot pain, as not recovered / not resolved on an unknown date for stiff, as recovering / resolving for lacks knee flexion/decreased rom/impaired joint mobility, as not recovered / not resolved on an unknown date for diminished motion, as not recovered / not resolved on an unknown date for difficulty and some inability to participate in wt training, as unknown for impaired muscle performance, as unknown for impaired motor function, as unknown for connective tissue dysfunction, as recovered / resolved on (B)(6) 2017 for warmth, as unknown for weightbearing, as not recovered / not resolved on an unknown date for kept her awake at night/not able to sleep/difficulty with sleeping, as unknown for crepitance, as not recovered / not resolved on an unknown date for diarrhea, as not recovered / not resolved on an unknown date for osteophyte formation, as not recovered / not resolved on an unknown date for leg numbness, as not recovered / not resolved on an unknown date for edema to right knee, as not recovered / not resolved on an unknown date for tingling, as recovering / resolving for pain in the sciatic, as recovering / resolving for hip pain, as unknown for do not have an appetite, as recovering / resolving for chronic back pain, as not recovered / not resolved on an unknown date for nausea and as not recovered / not resolved on an unknown date for strong odors will make her throw up. Seriousness criteria: intervention required for leg is swollen, disability for hardly walk/issues walking/trouble walking/diminished gait/antalgic gait/difficulty climbing stairs, hospitalisation and intervention required for knee inflammation, hip pain. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Follow up information was received on (B)(6) 2018. Global ptc number was added. Text was amended accordingly. Additional information was received on information (B)(6) 2018. Investigation summary was added. Text was amended accordingly. Additional information was received on information (B)(6) 2018. Events of knee inflammation, painful/knee tenderness/increased pain/acute pain/sore/shooting pains/pain is worse, effusion, stiff, warmth, hardly walk/issues walking/trouble walking/diminished gait/antalgic gait/difficulty climbing stairs , couldn't go in to work, leg is swollen, muscle aches right hip to foot, foot pain, lacks knee flexion/decreased rom/impaired joint mobility, diminished motion, difficulty and some inability to participate in wt training, impaired muscle performance, impaired motor function, connective tissue dysfunction, weightbearing, kept her awake at night/not able to sleep/difficulty with sleeping, crepitance, diarrhea, osteophyte formation, leg numbness, edema to right knee, tingling, pain in the sciatic, hip pain, do not have an appetite, chronic back pain, nausea and strong odors will make her throw up were added. Verbatim of reaction from the shot/swollen was updated. Concomitant medications, concurrent conditions were added. Patient's medical history, past drug history and family history was added. Labs added. Clinical course was updated and text amended accordingly.